Manufacturer narrative:
The phenom 21 catheter was returned for analysis. The catheter tip and marker band were examined; no damages were found. The catheter body appeared to be kinked at 7.3cm, 13.4cm, and 29.2cm from the proximal end of the hub. No flash or voids molded were observed in the hub. The total and usable lengths of the catheter were measured to be within specifications. The catheter was flushed with water and found to be patent. The catheter was then tested by running an in-house 0.016¿ mandrel through catheter hub. The mandrel successfully passed through the catheter hub with no issues; however, it got stuck at 7.3cm from the proximal end of the hub. Based on the analysis findings, the customer report of the "catheter resistance" was confirmed as the returned catheter was found to be kinked at several locations. However, the cause for damages could not be determined. Possible causes of resistance include using a damaged/incompatible guidewire, vessel tortuosity, and lack of continuous flush during delivery. Since the guidewire was not returned; any contribution of the guide guidewire to the resistance issue could not be assessed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that a guidewire encountered resistance in the proximal section of the catheter. The patient was undergoing surgery for treatment of a stroke. It was noted the patient's vessel tortuosity was moderate. The access vessel was the middle cerebral artery with a diameter of 2.5mm. It was reported that while placing the micro guide wire inside the catheter, the physician felt resistance. They pulled the wire and introduced it again, but still the resistance was felt. It was then decided to take another micro from a different manufacturer and complete the procedure. The reported device and any accessory devices were prepared and the catheter was flushed as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event. Additional information received reported that the guidewire was able to pass through the catheter hub. There was no kink/damage found to the catheter hub or guidewire. The guidewire tip had been shaped. The guidewire was not manufactured by medtronic.